Event description:
Two neuroform stents were prematurely deployed. One in the left vertebral artery and one in the right vertebral artery. An attempt was made to snare the stent deployed on the right once it tore in half.